Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention with an intra-aortic balloon pump (iabp) needing an impella rp for mechanical circulatory support. A decision was made to exchange the iabp for an impella cp/rp bipella support due to a worsening global heart failure not responding to current therapy. While on support, there was some persistent oozing present at the venous site after the peel away sheath was removed. A mattress suture was placed and manual pressure was held. However, oozing persisted. In addition, it was noted that they are awaiting partial thromboplastin time to come down. Ultimately, care was withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome. Patient's peri-procedural condition was critical.